Event description:
It was reported the impedances were >40k ohms on electrodes 11, 13, 14, and 15. The patient had a loss of stimulation and was reprogrammed, which resulted in intermittent, positional stimulation. A second reprogramming attempt was made without right side stimulation, which resulted in good stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).